Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The assignable cause was undetermined.

Event description:
A physician reported to baxter a connection issue with titanium adapter found during use. The physician stated that the patient adapter was not well-connected with the titanium adapter, when the customer changed transfer set. There was no patient injury or medical intervention.